Manufacturer narrative:
Upon follow-up, it was reported that the patient was hospitalized due to the event on an unknown date. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). The patient was discharged from the hospital 26 days after the event onset. At the time of this report, antibiotic treatment was discontinued and the patient has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was began treatment with vancomycin injection (1gm, ongoing) and ceftazidime injection (1gm, ongoing) for this event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.